Manufacturer narrative:
Product analysis; analysis was able to confirm that the encoder was pushed inside of device and knob was missing. It was noted that upper case, lower case, output connector assembly and hanger assembly were broken, main seal was damaged and display wires were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the encoder portion of the knob assembly in the external pulse generator (epg) was broken and was pushed inside the case with the knob missing. The epg has been returned for repair. There was no patient involvement.